Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) had long charge times and a battery status of end of life (eol). The device had been exposed to cold temperatures, however, was later placed in an adequate environment. Despite multiple capacitor reformations, the device's battery status did not recover to beginning of life (bol) levels.